Event description:
The customer reported that on (B)(6) 2010 erroneous high platelet (plt) results were generated on a coulter lh 780 hematology analyzer for a single patient sample. The instrument generated a review (r) flag in conjunction with the initial plt result. The erroneous plt result was reported outside of the laboratory and, per the laboratory's protocol, the specimen was sent out for pathology review where the plt result was questioned by a physician. There was no death, serious injury or affect to patient treatment associated or attributed to this event. The specimen was repeated on the same instrument two days later in manual mode. The repeat plt result was lower, possessed no instrument generated review flag, and was considered valid. A corrected report was issued. The specimen was collected in an anticoagulant tube. The specimen was checked for clots and the test slide was also checked for clumps, with none noted. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this event and recovered within assay limits. Specific patient information, actual patient test results, and additional sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2010. The field service engineer (fse) replaced the red blood cell tubing and inspected the apertures and baths. The fse flushed the low vacuum system and replaced the regulator. Upon completion of the necessary and verified repairs the instrument was returned back into operation. Root cause for the erroneous test results is unknown. Root cause for the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.